Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085529) on 12-apr-2019. The most recent information was received on 12-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the left essure had dislodged and is setting behind my uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride and multivitamins, plain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("stabbing abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and device dislocation with essure. The reporter commented: I have to have remove this. Surgery will be to remove the dislodged essure and remove in remove my fallopian tubes. An injury (important medical event) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2019: result :- which found that the left essure had dislodged and setting behind my uterus. Amendment: the report was amended on 23-apr-2019 for the following reason: following company internal coding review, the reported event "the left essure had dislodged and is setting behind my uterus" was recoded to the meddra llt: device dislocation into abdominal cavity. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085529) on 12-apr-2019. The most recent information was received on 24-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the left essure had dislodged and is setting behind my uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride and multivitamins, plain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("stabbing abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain and device dislocation with essure. The reporter commented: I have to have remove this. Surgery will be to remove the dislodged essure and remove in remove my fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2019: result: which found that the left essure had dislodged and setting behind my uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of product technical compliant. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.